Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high threshold and high lead impedance. It was further noted that the patient was lost to follow-up since 2012. There were no other electrical anomalies and isometrics were negative for noise. The lead was capped and replaced on (B)(6) 2017. During the lead revision procedure, the implantable cardioverter defibrillator was explanted and replaced prophylactically due to battery advisory. There was no allegation of premature battery depletion. The patient was stable after the procedure.